Event description:
It was reported that during a colon resection procedure the device delivered malformed staples. The procedure was completed with sutures. There was no patient consequence.

Manufacturer narrative:
Date sent 5/29/2007.